Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had battery out limit and blank display. The customer's blood glucose level was 410 mg/dl at the time of the incident. The customer contacted their endocrinologist and switched back to shots. The customer was assisted with troubleshooting and the display did return. The customer was assisted with reprogramming the pump. The insulin pump will not be returned for analysis.